Event description:
Related manufacturer report number: 2017865-2023-20931. It was reported that an x-ray revealed the right atrial (ra) lead and the right ventricular (rv) lead were dislodged. The ra and rv leads were explanted and replaced to resolve the event and the patient was in stable condition. The physician was not sure if the dislodgement was due to a malfunction of the leads.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix in the retracted position. The helix was clogged with dried blood and tissue. After cleaning, the helix could be successfully extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within required performance specification. A visual and x-ray inspection of the lead revealed no anomalies.